Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a burning sensation (not related to charging) at the ipg site with stimulation on. The therapy had been normal until the patient had an MRI with the scs system implanted. As a result, the patient's ipg was explanted and replaced with a different model on (B)(6) 2016. Effective therapy was obtained after the procedure.